Event description:
It was reported that the locking titanium adapter had separated from the patient connector during use. There was no report of adverse event associated with this report. No additional information is available at this time. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.